Event description:
A patient was implanted with a ti distal femur liss plate and screw construct on an unknown date approximately 1 year ago in plano, texas for an oblique fracture of the proximal tibia. The patient complained of pain from weight bearing and was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. The surgeon revised the patient with dbx allograft and new plate and screw construct. This report is #8 of 8 reports for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
This is report 8 of 10 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product code for this report includes hwc. This report is for 1 unknown screw. Operator of device was a health professional. Original implant date unknown (B)(6). Unknown if initial reporter also sent report to FDA. Corrected data: concomitant devices are not relevant to this report. Original awareness date is (B)(6) 2012. Awareness date that the product code and other information was missing from the initial MDR is (B)(6) 2013.